Manufacturer narrative:
Information received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It was reported that a cps ef base fractured during trialing. It was stated that the procedure went according to surgical technique. At time of trialing cps trials, the knee was a very tight vargus deformity and required putting the poly tray in after the tibial was inserted. A light tapping of the mallet was then used to get the cps trial in place. At which time the base of the poly broke.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: corrected: complaint sample was evaluated and the reported event was confirmed. Visual examination found that the returned provisional found signs of repeated use and fracture on the medial side of the post feature. A small fragment was not returned. Device history record was reviewed and no discrepancies were found. Dents and gouges were noted which is indicative of repeated use. Persona surgical technique instructs to apply gentle manual pressure without impacting the construct with either a mallet or hand. The root cause is considered to be misuse as the surgeon impacted the provisional. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.